Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - (lot#n4k1666y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sigmoid colectomy, the powered stapler showed it fired, but there was no staples or blade deployed. The inside of the neck (articulation joint) of the reload was completely unraveled outside of the reload and into the patient cavity. The guts remained attached but were visible on the screen. The surgeon was able to open the reload and take it off from the tissue, but the device could not be articulated back to neutral and therefore could not get the reload out from the abdominal cavity without taking out the trocar. The reload was stuck into the adapter. A new adapter and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. Analysis of the data saved to the rpa signia handle indicated that the articulation mechanism had been out of position prior to calibration. It was reported that the device did not fire and the instrument was difficult to remove from trocar. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.